Event description:
Customer claims use of flosser chipped front tooth. Customer claims she was not aware of any preexisting conditions that could have weakened tooth. Customer returned and refunded product via seller, refused upgrade/alternate product. Customer stated her dental professional would forward statement prompting waterpik to pay for repair of damaged tooth.